Manufacturer narrative:
A customer reported inconsistent identification between vibrio alginolyticus and neisseria gonorrhoeae for a patient isolate in association with the vitek® ms system. An investigation was performed. Conclusion on the system: system was operational during the test (fine tuning acceptance criteria conformed). There was an heterogeneity observed for "all peaks" of the calibrant strain. So the spot preparation has to be checked with the user. Conclusion on the identification: identification cannot be defined at the moment. It appears that the isolate is actually a n. Gonorrhoeae based on the consistent results given from all of the knowledge bases, and with the second time it was analyzed as compared to the varying results given with the first time it was analyzed. However, it is uncertain if this is the actual identification since no other confirmatory testing results have been presented at this time. Suspected cause of the issue: non-optimal spot preparation.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report inconsistent identification of a patient isolate in association with the vitek® ms system. The initial organism identification was vibrio alginolyticus. The customer suspected (B)(6), so they repeated the test; the second result obtained was (B)(6). Evaluation of the spot quality on the vitek® ms slide shows the sample to be thicker than desired, and the associated test readings are not as good as those of the second test. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal and mzml data files have been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.